Event description:
It was reported that the device had been broken/ damaged. No patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The device has been returned. The investigation is pending. A follow-up report will be submitted to report the investigation findings.

Event description:
It was reported that the device had been broken/ damaged. No patient involvement.

Event description:
It was reported that the device had been broken/ damaged. No patient involvement.

Manufacturer narrative:
Corrected g1, g4, h6, h10. A review of the device history record for sn(B)(6) was performed from date of manufacture 06/14/2011 to present date 01/08/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.